Event description:
It was reported by the clinician that the catheter was found with the hub missing. Additional information from the IV manager stated "it must not have been anything significant" since she has no details. No further information is available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.